Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that someone stole her medication including her meter last friday. The customer went to the local pharmacy to get some insulin but the pharmacist called the ambulance. She was then treated for high blood glucose levels with an IV and was released after 10 hours. Customer stated that she was wearing the pump all this time. Customer's blood glucose was 207 mg/dl during admission. Customer was released with a blood glucose level of 137 mg/dl. Customer declined high blood glucose troubleshooting. Customer was advised to monitor the pump.